Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down due to a hard drive failure. The port 1 hard drive failed, but they were able to get the cns back up and running by going into the bios and switching the port the bios uses as the main port. Nihon kohden technical support (nk ts) advised them they would need to order a new hard drive to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. Additional information: date of this report. Was this device serviced by a third party? Date received by manufacturer. Type of report. If follow-up, what type? Event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down due to a hard drive failure. The port 1 hard drive failed, but they were able to get the cns back up and running by going into the bios and switching the port the bios uses as the main port. Nihon kohden technical support (nk ts) advised them they would need to order a new hard drive to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down due to a hard drive failure. Port 1 hard drive failed, but they were able to get the cns back up and running by going into the bios and switching the port the bios uses as the main port. Then they were able to get it back up and running. Nihon kohden technical support told them that they would have to order a new hard drive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the telemetry transmitters were being used in conjunction with the cns,. Model and serial number information was requested for the those devices but not provided by the customer.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down due to a hard drive failure. Port 1 hard drive failed, but they were able to get the cns back up and running by going into the bios and switching the port the bios uses as the main port. Then they were able to get it back up and running. Nihon kohden technical support told them that they would have to order a new hard drive. No patient harm reported.